Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high troponin (accutni) results generated by the access 2 immunoassay system. Two patients' samples were falsely elevated and upon repeat resulted in a lower clinical category. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were lihep plasma and centrifuged for ten minutes at 3400 rpm. Qc prior to the event was within the customer's established ranges. System check performed by the customer failed. A field service engineer (fse) was on-site (B)(4) 2010. Fse cleaned the wash and precision valves and replaced some hardware . System check and qc performed passed within instrument specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date.